Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 7/19/97. On 7/24/97, the "gas loss" alarm sounded from the pump and the iab leaked. Blood was noted in the tubing and the iab was removed. A second iab was inserted into the pt. There were no pt complications. Event complications: unk - rpt'd 7/25/97; none -rpt'd 8/26/97. Pt current status: home post CABG - rpt'd 8/26.